Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting the device at an off-label location, inadvertently puncturing the bone or tissue, and implanting the neurostimulator too close to the target nerve have been ruled out as potential causes. Additionally, inadequate fixation, severe force applied to the implant, and excessive bending, twisting, or stretching have been ruled out. However, the patient picked the scab on the wound, contributing to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as they picked the scab on the wound (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported their wound was slow to heal, the neurostimulator was visible, and was appearing to erode. The patient also reported pain to palpation around the incision pocket. The patient was prescribed topical antibiotics and an explant procedure was performed on (B)(6) 2024. The patient is doing well post explant with no complications.